Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported probe damage error. Visual inspection under a microscope did not show exposed metal but revealed a hairline crack on the probe. This type of probe damage can result from continuous activation of the output without tissue between the probe and the grasping section. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, a probe damage error occurred. The surgeon withdrew the device and used another similar device to successfully complete the intended procedure. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility and was provided limited information.